Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and over/under correction. Due to lens rotation and over/under correction, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and over/under correction. Due to lens rotation and over/under correction, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. H6 - health effect - clinical code (e): 4581 - rotation. Claim #(B)(4).